Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the load fill tubing process. Reportedly, the customer disconnected the tubing from the pigtail and performed a 5 unit bolus; however, no insulin drops were seen at the end of the pigtail. Tandem technical support instructed the customer to obtain a new cartridge and tubing, and to reload the new cartridge. The contact confirmed that insulin was detected at the end of the tubing with the new cartridge and tubing. The customer successfully resumed insulin therapy. Customer's blood glucose level was 180 mg/dl.